Event description:
2025-may-28: a nnc serial number was reported. 2025-jun-17: a nmd serial number was reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an end of service battery replacement procedure for an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device, high impedance was observed on electrodes 13, 14, and 15, each reading over 40,000 ohms. The battery (97714) was completely depleted, preventing a pre-operative impedance check. After the new battery was connected, an initial connectivity check showed electrodes 14 and 15 as nonfunctional. The lead connection was switched from ports 0¿7 to 8¿15, but the issue persisted. A full impedance check confirmed high impedance on electrodes 13, 14, and 15. Due to lack of prior insurance authorization, the percutaneous leads were not replaced with a paddle lead, and the existing leads were reconnected to complete the surgery. In the post-anesthesia care unit, coverage was achieved on the patient¿s right leg, which was the primary area of concern. No further intervention is planned unless therapy coverage changes. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 20-nov-2019, UDI#: (B)(4); product ID: 9 77a260, serial/lot#: (B)(6), ubd: 20-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.